Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specifications. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2024-37896. Related manufacturer reference number: 2017865-2024-37897. It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead had dislodged and exhibited failure to capture and failure to sense. The dislodgement of the lead was also noted in the right ventricular (rv) lead and the left ventricular (lv) lead. The ra , rv and lv lead were not used. The patient was in stable condition throughout the procedure.